Event description:
The patient began noticing an itchy sensation at the battery site that got progressively worse with swelling & redness. As a result, the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.